Manufacturer narrative:
Updated block: d9.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, one of the roller pumps on the heart lung machine did not power on. The roller pump was connected to the right side network interface card (nic) board, and after further investigation, it was found that two ports on the right nic were affected by a thermally damaged electrical component. It was found that the damaged port also impacted the roller pump power cord which now did not work. After plugging the roller pump into a different port with another cable, the roller pump functioned normally. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 & h6. The reported complaint was confirmed based on the photo provided. However, no product was returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was provided that the issue occurred during field installation of the device. There was no patient involvement.